Event description:
It was reported that the pt had a left accolade stem and had metallosis of the trunnion and the head was disassociated from the stem. The surgeon replaced with a restoration modular stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.